Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose levels of 400mg/dl. The customer treated high blood glucose levels with pump. The customer's current blood glucose level is 311mg/dl, customer mentions no symptoms for high blood glucose levels. The customer has not contacted their hcp in regards of high blood glucose levels. The customer high blood glucose levels began (B)(6) 2017. The customer was assisted with trouble shooting and infusion set cannula was bent which could have lead to high blood glucose values. Customer was advised to change complete set. The customer noticed air bubbles in tubing. The pump will not be returned for analysis.